Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer smelled insulin while changing the infusion set. The blood glucose reading was 445 mg/dl. Customer was trying to use the insulin pump to treat the high blood glucose. Nothing further reported.